Event description:
A report was received that the patient was experiencing discomfort. It was noted that it was a constant symptom both with stimulator being turned on and off. The patient underwent an explant procedure per physician's preference.